Manufacturer narrative:
Concomitant medical product: evolutpro-29-us valve, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately two weeks post implant, the right atrial (ra) lead exhibited a low atrial lead impedance warning and a further low atrial lead impedance warning approximately two years later. The ra lead remains in use. No patient complications have been reported as a result of this event.